Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: air is being introduced into the feeding pump line below the level of the pump. The wheel of machine is making a very loud noise.